Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated with the device. However, the device activity logs confirmed the reported malfunction. The main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.